Event description:
It was reported patient had high impedances on one of the leads. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Patient's weight was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5294087. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.